Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they did not read the screen due to dimness. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated insulin pump reject new batteries. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery cap contact noted. After replacing the cap, device powers up. Device passed displacement test, self test, off no power test and all operating currents tested within the spec range. No unexpected low battery alarm were noted.